Event description:
Additional information received identified that "sufficient" stimulation has been obtained. As a result, no further intervention has been planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a change in stimulation after having several impacts to her back (date of event is unknown). X-rays confirmed the scs lead has migrated. The next course of action is undetermined at this time.